Event description:
The wall stand of this x-ray system broke free and suddenly fell away from the wall. The service engineer, who was installing the other part of the system, attempted to stop the decent of this stand by catching it in engineer's arms. Engineer received a scratch and bruise on thier neck.